Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and found that the sample probe was touching the cuvette bottom. The cse adjusted the probe. During a follow-up visit, the cse replaced the front fluidics drawer dilutors and pinch valves and performed system priming. The customer ran quality controls and the issue resolved. A siemens headquarters support center (hsc) specialist reviewed the service report and stated that the elevated results may occur due to poor wash aspiration, system contamination, or sample preparation. The hsc specialist concluded that the sample tip touching the cuvette bottom during dispensing would disrupt the sample dispense and could cause poor dispense. The cause of the discordant, falsely elevated vitamin d result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated vitamin d result was obtained on one patient sample on an advia centaur xp instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated vitamin d result.